Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump. The customer will continue using the current pump until the replacement arrives.